Manufacturer narrative:
A medtronic representative went to the site to test the system. The representative replaced the gantry motion controller and pendant. Parts were replaced and system performed as intended. The following codes apply to the product ID: bi70002000, lot#: c2702 base sys o-arm sys o2. (B)(4). Other relevant device(s) are: product ID: bi71000443 (kit svc o2 pos mot ctrl nam)p, serial/lot #: (B)(4), UDI#: unknown; product ID: bi71000442 (kit svc o2 gantry mtr ctrl), serial/lot #: unknown, UDI#: unknown ; product ID: bi71000529 (kit svc o2 pendant o2), serial/lot #: (B)(4) unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a procedure. It was reported that the site had issues opening the gantry. The buttons were intermittently working. There was no impact to the patient outcome and delay is unknown.

Manufacturer narrative:
H3: the pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed, however, visual inspection found that the pendant was worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the motion controller was returned to medtronic for analysis. Testing was conducted and a firmware issue was confirmed. Fdm b01, fdr c10, and fdc d02 are applicable to the motion controller analysis. Lot number of the motion controller: rev. 2 - s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.